Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient can't find there device when trying to recharge their ins. The patient stated this happened when they moved slightly. They tried to reposition the antenna, but the issue continued. The patient moved the antenna down a little and got good charge quality. They was the light go from flashing green to flashing amber intermittently. Poor coupling was reported and the amber and green light flashed alternately. No symptoms were reported. No further complications were reported or anticipated. The patient's recharger was returned and was sent to have analysis and testing done on (B)(6) 2018. On (B)(6) 2018, additional information was received from the patient reporting that their ins was tilted on the side and it couldn¿t be charged. The patient stated that they needed to ¿go back in and take out the pack, so they could make a new one¿. Patient services reviewed follow-up with their healthcare provider (hcp) for their next steps. It was reported the event occurred in (B)(6) 2017. No further complications were reported/anticipated.